Manufacturer narrative:
Follow-up #1 date of submission 04/09/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/25/2014 with the following findings:no damage was observed to the pump keypad cover. During testing, all of the pump keypad buttons responded properly. The keypad cover was removed and contamination was found under all button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow and down arrow keypad buttons were intermittently unresponsive and required multiple presses to engage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.